Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose (bg) levels. Bg values not provided. The customer alleged that the pump was not delivering the correct amount of insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.